Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of 12 mg/dl, 89 mg/dl and 189 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). A review of the software code, brain storming meetings, human error and five whys analysis was performed to determine root cause of the event. The root cause of this issue was identified as failure to document that architect i2000 and i2000sr instruments would require a change to the slope score thresholds when software v5.00 or higher is used in conjunction with lls/pm board firmware v15 or 17. This issue was identified during software development of v5.00 but not clearly defined in the software release action plan. In response to this issue two mandatory technical service bulletins were issued to abbott field service to change the slope score thresholds on all affected analyzers. All affected analyzers have been serviced. In addition, architect system software v7.0 will include this resolution.

Event description:
The customer stated multiple liquid level sense and sample aspiration errors occurred on an architect i2000 analyzer running architect system software (B) (4). There was no adverse impact to patient management reported.

Manufacturer narrative:
(B) (4) - investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.